Manufacturer narrative:
The customer cleaned the incubator evaporation caps, returning the vitros 250 to expected operation. The root cause of this event is instrument related.

Event description:
The customer obtained positively biased quality control results processed using vitros amon slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not processed while quality control was unacceptable. There was no report of pt harm as a result of this event. (B)(4).